Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a fracture of the femoral neck. During the insertion of the dynamic hip screw blade (dhs), the surgeon let go of the handle of the insertion instrument for (dhs) and the handle broke. The excess loads were applied in the direction of the wrong axis, and the peripheral part of the bone fragment was cracked. At first, the surgeon wanted to select 2 holes plate because the fracture was at femoral neck. Because of the cracks that had occurred, a 3 holes plate was selected and he exchanged the tube plate to finish the operation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.